Manufacturer narrative:
H.6. Investigation: the customer provided no samples or photos for investigation. Therefore, sample analysis can not perform, and the condition reported by the customer could not be confirmed. Also, these lots produced with the scale graduation of 60ml; there is a possibility that leakage may occur; the 60ml product is no longer in production, the 50ml is now produced instead. It is expected that this change will mitigate the leakage past stopper symptom. The CAPA 55639 was created to investigate the 60ml leakage past stopper. Action from this CAPA was to transition this product to 50ml, and it recommended to order the 50ml product. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that an unspecified number of bd¿ luer-lok syringes 60 ml experienced leakage past the stopper prior to use. The following information was provided by the initial reporter:we would like to raise a formal complaint regarding leaking 50ml syringes. We have received three complaints from different end users in the last two weeks regarding multiple syringe failures, in all cases the leakage was back past the gasket.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8345867, medical device expiration date: 2023-11-30, device manufacture date: 2018-12-11. Medical device lot #: 8350887, medical device expiration date: 2023-11-30, device manufacture date: 2018-12-16. Medical device lot #: 8360756, medical device expiration date: 2023-12-31, device manufacture date: 2018-12-26. Medical device lot #: 9262332, medical device expiration date: 2024-08-31, device manufacture date: 2019-09-19. Medical device lot #: 9274727, medical device expiration date: 2024-09-30, device manufacture date: 2019-10-01. (B)(4).

Event description:
It was reported that an unspecified number of bd¿ luer-lok syringes 60 ml experienced leakage past the stopper prior to use. The following information was provided by the initial reporter: we would like to raise a formal complaint regarding leaking 50ml syringes. We have received three complaints from different end users in the last two weeks regarding multiple syringe failures, in all cases the leakage was back past the gasket.